Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03949. It was reported that the wire became stuck in the balloon catheter. The 60% stenosed target lesion was located in the severely tortuous and moderately calcified shunt. A 6 mm x 2 cm x 50 cm peripheral cutting balloon¿ and a 135 cm transend¿ were selected for use. During the procedure, balloon catheter was used with transend to cross the lesion. However, due tortuosity of the vessel, it was unable to cross. Then, wire was noted to be kinked and it got stuck on the balloon. Both device were pulled out together. The procedure was completed using a different device. No patient complications reported and patient's status was good.